Manufacturer narrative:
Correction: please retract 2017865-2025-1003380, as additional information revealed that the patient's death was due to age related illness and there was no allegation of malfunction on the patient's device.

Event description:
It was reported that the patient had multiple ventricular tachycardia (vt) episodes in which the implantable cardioverter defibrillator (ICD) system provided appropriate shocks, however, they were not able to convert all the episodes, and the patient deceased. There is no known allegation from a health care professional suggesting the death was related to any abbott products or procedures. No additional information was reported.